Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. The reporter alleged there was moisture in the battery compartment of the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07-nov-2017 with the following findings: during investigation, the pump was powered on and the display was found to be functioning properly. Moisture was found in the battery compartment. A leak test was performed and a leak was identified at a crack in the battery compartment. The pump cover was removed and no further evidence of moisture was found. The original complaint of a dim/fading/color spectrum issue was not duplicated during the investigation. The original complaint of moisture ingress in the battery compartment was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.